Manufacturer narrative:
(B)(4). The dexcom g4 platinum continuous glucose monitoring system user's guide states: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Patient's mother contacted dexcom on (B)(6) 2016 to report that the patient experienced a skin reaction on (B)(6) 2016. The sensor was inserted into the buttocks on (B)(6) 2016. Patient's mother stated that the reaction as looked like a burn under the adhesive area of the sensor pod. Patient's mother consulted with a diabetes educator who recommended flonase or a barrier wipe, but at the time of contact, nothing had been used. No additional event or patient information was provided. No product or data was returned for evaluation. The reported event of skin reaction was not confirmed. A root cause could not be determined.